Manufacturer narrative:
(B)(4). File no longer meets the criteria of a reportable event: to clarify: the tissue pad did melt and was divided into two parts (as the first photo shows) the tissue pad did not fall of. The surgeon did not activate the instrument without tissue between the jaws.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic esophagus procedure, the instrument was used according to normal use. After two and a half hours of surgery, the tissue pad fell off. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient. Patient is stable.